Event description:
It was reported the camera head had unclear display. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found water tightness is defective. Based on the results of the investigation, it is likely that the following led to the malfunction: camera cable is broken. A probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿ precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Important information ¿ please read before use precautions against frozen or lost endoscopic images [warning] never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, that could allow water to penetrate and damage electrical circuits inside the camera head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.